Manufacturer narrative:
(B)94). It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, and bleeding. It was reported that patient underwent additional surgeries: (B)(6) 2007- revision of anterior vaginal wall mesh due to complication of mechanical device (anterior vaginal mesh of mesh thought to have potential excess tension). (B)(6) 2007-revision and cystoscopy due to urinary tension and mechanical complication of implanted device. (B)(6) 2007-resection/revision of vaginal mesh due to extrusion of anterior and posterior mesh. (B)(6) 2007-marlex abdominal incisional herniorrhaphy with abdominal wall reconstruction due to recurrent abdominal incisional hernia and loss of abdominal wall. (B)(6) 2008- vaginal mesh resection due to chronic pain and mechanical complication of implanted device, and of lacerated vessel due to vaginal bleeding following resection of vaginal mesh procedure. (B)(6) 2009- exploratory laparotomy, open abdominal colpopexy, enterolysis and appendectomy due to abdominal adhesions with probable carcinoid appendix and post hysterectomy vaginal wall prolapse. (B)(6) 2011- cystoscopy with hydrodistention and operative cystoscopy with injection of botox (into bladder); due to sui and urinary frequency and urgency. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and advantage were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.